Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument and wash kit, the customer reported a pump speed error, the instrument would not send blood to collection bag and that there was a crack in the centrifugal bowl and there was blood in the centrifuge and leaking from the bottom. It is unknown if the instrument was used or replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that the tubing's rose to the top of the drive wheel, the instrument alarmed and stopped, the tubing was re-seated several times without resolution, then abandoned for another cell saver. In one case, the bowl was cracked on the bottom. The waste bag in each case held 1 to 2 liters, the reservoir was below 800 cc¿s, the saline had 1 to 2 liters hanging, the holding bag had about 300 cc¿s. Each case was slightly different at the point of alarm, but the volumes were similar. The pump speed error appeared; multiple attempts were made to restore function. Blood loss consisted of the bowl contents; the reservoirs were drained into the replacement reservoirs and patient impact was minimal; a delay in spun blood product, and the loss of the bowl volume.